Event description:
Occluded blunt needles preventing medication to be drawn up. Our concern is that these blunt needles may have particulate matter that could potentially be injected into a pt's blood stream.